Event description:
The customer's mother reported via phone call that the insulin pump was alarming battery out limit and that it was frozen at the time of the call. The customer's blood glucose was unknown. The customer confirmed that the time was moving on the insulin pump and that they were using a replacement battery cap. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no frozen screen, no battery out limit alarm and no blank display. The insulin pump passed displacement test, operating currents, self test and off no power test. However, the insulin pump has cracked battery tube threads and cracked reservoir tube lip.